Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011, he experienced blood glucose (bg) of 26 mmol/l with vomiting, and drove himself to the hospital. The patient was reportedly admitted to the hospital and placed on an insulin drip, and his bg resolved to 6.9 mmol/l on (B)(6) 2011. The patient was reportedly placed back on insulin pump therapy on (B)(6) 2011, and his bg elevated over the course of the day to 30 mmol/l and he complained of dry mouth. The patient was reportedly given a correction injection. Customer support reviewed the pump with the patient and found only one alarm over the past several days, which was a low cartridge warning. All histories and settings were found to be correct. The site/set/cartridge was changed prior to the call to animas customer support and supplies were discarded, therefore, the cartridge and infusion set were unavailable for review. The patient denied any site issues, and denied bent cannulas. He stated that the site and set were changed on (B)(6) 2011 when his bg began to elevate. The patient reportedly rotates insertion sites appropriately. The patient denied any illness or environmental issues. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.